Manufacturer narrative:
The insulin pump alarmed button error after boot up and had intermittent button response on the up arrow button due to corroded keypad traces. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer removed and reinserted the battery and the numbers on the screen kept scrolling when trying to program a bolus. Customer stated the device might have been exposed to sweat since she was outside in the heat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.